Manufacturer narrative:
Other: pseudoarthrosis. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. As per this clinical evaluation report, it was reported that the patient diagnosed with scoliosis, stenosis, and spondylolisthesis, underwent a five-level, lumbosacral, posterior, spine fusion procedure. This patient was implanted with a spinal construct that consisted of an endcap at l4-l5 and l5-s1, used as an interbody spacer, and the fixation system for posterior spinal fixation. At 6 months post-operative, there was no radiographic evidence of fusion occurring. Ultimately, this patient was diagnosed with pseudoarthrosis at l5-s1 and underwent a revision surgery at 9 months. The patient also had painful hardware retention attributed to an iliac screw that removed at 2 years postoperative. The iliac screw is not a part of the system covered in this study. Overall, in the case report, we found that the alleged system performed as intended at the l4-l5 space, but the patient developed ps eudoarthrosis at l5-s1. There were no adverse events attributed to the alleged system.